Event description:
A physician was attempting to treat a lesion in a patient using a moma ultra device. It was reported that the occluder balloon was inflated according to the appropriate technique, however a balloon leak was observed. Event occurred during an attempt to treat the common carotid artery. No patient injury reported for this event. The notification came through the (B)(6) competent authority anvisa´s website. No further information available.